Event description:
Pt (patient) in ICU (intensive care unit) receiving levophed. Changed at 10 am and when evaluated at 12:15, bag volume had not changed. 190ml was still in the bag. Pump and medication switched out. After change out, pt's bp (patient's blood pressure) quickly stabilized and requirement for levophed decreased from 14 mcg to 6 mcg. No permanent injury to patient. Baxter spectrum iq infusion pump ge - 602616841 medical-cardio, vascular and pulmonary equipment e485524 ansi/aami es 60601-1-2005 (a1-2012) iec 60601-2-24-2012 cancsa-c22.2 no. (B)(4). With battery pack/charger.